Event description:
It was reported that this patient was admitted to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A request was made to have data from this device analyzed. Data analysis revealed oversensing of noise with 1 inappropriate shock. The physician performed troubleshooting maneuvers and could not reproduce the episode. X-ray imaging was requested. Technical service provided recommendations for additional troubleshooting and programming options. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was admitted to the hospital after receiving an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. A request was made to have data from this device analyzed. Data analysis revealed oversensing of noise with 1 inappropriate shock. The physician performed troubleshooting maneuvers and could not reproduce the episode. X-ray imaging was requested. Technical service provided recommendations for additional troubleshooting and programming options. This device remains implanted. No additional adverse patient effects were reported.